Manufacturer narrative:
Section a4, patient weight: unknown/not provided. Section a5, ethnicity: unknown/not provided. Section a6, race: unknown/not provided. Section d6a, if implanted, give date: not applicable as the iol was removed and replaced during the same procedure. Section d6b, if explanted, give date: not applicable as the iol was removed and replaced during the same procedure. Therefore, not explanted. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) was inserted into the patient¿s right eye. The device had an injection issue. The iol came out with some mild resistance. The iol was severely damaged with deep scratches on the optic and the trailing haptic optic junction had a deep jagged defect. This caused a posterior capsule rupture. The iol was removed and replaced with a sulcus iol. The physician suspects the preloaded iol had been prepped too far in advance and then caused the issue but cannot rule out some issue with the preloaded injector. The patient is expected to do well. No further information was provided.

Manufacturer narrative:
Additional information. Section d9: device available for evaluation? Yes section d9: date returned to manufacturer: jun 2, 2025. Section h3: evaluated by manufacturer: yes device evaluation: the complaint product was received. Visual inspection under magnification revealed the complaint handpiece was received with the plunger rod fully advanced. Viscoelastic residue was observed to be evenly distributed throughout the cartridge. The cartridge tip was observed to be deformed; stress marks were also observed but were in specification for a used device. The lens module was inspected revealing no issues. The device assembly was inspected revealing no issues. Plunger rod advancement was inspected revealing no issues; the plunger rod tip was observed to be bent. The lens was received cut in half and coated in viscoelastic residue. The lens halves were cleaned revealing the lens was damaged and scratched. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.